Event description:
It was reported that a spectrum iq pump constantly alarmed air in line during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom "constant air in line alarm" was not reproduced. A review of the event history log revealed multiple air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration upper ultrasonic sensor fluid number. The ultrasonic sensor requires calibrationto address this issue. Should additional relevant information become available, a supplemental report will be submitted.